Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was unresponsive. The field service engineer (fse) replaced the module board and then tested the drawer controller board, which was also found to be faulty. The fse replaced the controller board and tested the station successfully. The customer performed an inventory check and was satisfied with the results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer board was down, the lights were off at the back, and it needed replacement. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.